Event description:
It was reported that the brake failed to lock and the wire came out. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotapro and rotawire drive were selected for use. During preparation, the rpm was set to 180,000 and the noise coming from the device was considerably louder than usual. The device was advanced into the blood vessel in dynaglide mode and then switched to maximum rotation. The rotapro brake was not working, the wire was unable to lock and came out. The rotapro was exchanged and used with the original rotawire. The procedure was completed with no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer unit. The rotawire used in the procedure was received within the rotapro device. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Initial inspection of the device found no damages or defects. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the brake engaged when the ablation button [knob switch] was pressed and held the wire in place as intended by design. During functional testing of the brake, the device stalled and would not run. In order to determine the cause of the device stall, destructive testing was performed in which the advancer was dismantled, and the interior components were inspected. Dried saline was identified on the rotor and within the shutter. Product analysis did not confirm the reported event, as the test wire was not able to move when the ablation button was pressed. The reported abnormal noise was not able to be confirmed, as the device stalled and would not run during analysis.